Manufacturer narrative:
This report is being submitted due to a sentinel event reported on medwatches 1320894-2013-00034, and, 1320894-2013-00035. Devices have not been received at conmed to date. When a quality engineering investigation of the reported incident is completed a supplemental report will be submitted. Not yet received at conmed.

Manufacturer narrative:
The reflex® elc 530 laparoscopic clip applier is an endoscopic clip applier having application in a variety of laparoscopic procedures to ligate vessels and other small tissue structures. One (1) previously used 530 clip applier was returned for evaluation. There were seven (7) clips remaining in the cartridge out of the original twenty (20) clips. It was noted that the clip stop was not bent and did not appear to be damaged. The jaw width appeared wide and measured using calibrated pin gage above specification. When the clips were loaded, they did not seat properly into the jaw grooves due to the widened jaws and as a result, did not form properly. Four (4) clips scissored and three (3) formed adequately; therefore, this complaint was considered confirmed. Since it is very unlikely that a device would have been released with the jaws as wide as the complaint device, this complaint is most likely use related. Potential failure modes are 1.) A clip was inadvertently fired over a previously applied clip, or 2.) The jaws were used to manipulate tissue during use. To mitigate this issue, each device is verified in manufacturing to function properly before release by firing and inspecting four (4) clips. The first clip is inspected for poor closure and scissoring. The second clip is fired and dropped through a go/no go gage and eye gap is measured under the vision system. The cartridge is then rotated 90° and the third clip is quickly fired. The device is tapped to check that the fourth clip is held in place. The fourth clip is checked for eye gap with the go/no go gage. The 20 clips in the cartridge are checked for "double stack" and "piggy-backed" clips. In addition, the last device manufactured from each shift undergoes a full fire test. The device must fire 20 clips with no more than 2 misfeeds, the device must lock out after firing the 20th clip, and must have no other defect that prevents the device from firing 20 clips. A review of the manufacturing documents has verified the devices were produced and released according to the current and approved procedures and material specifications. Proper manufacturing procedures including testing and inspections were performed during manufacture to prevent non-conformances regarding the product's identity, quality, safety, effectiveness and performance. A temporary deviation authorization (tda) was noted in the DHR. This tda was associated with combined jaw groove depths of jaw components and would not affect the widened jaws noted on evaluation. This complaint investigation has not conclusively identified a product or manufacturing defect and this complaint is most likely use related. The identified device with widened jaws has been shown in the past to fail due to misuse of the device for tissue manipulation, or, firing the clip over a previously placed clip. The complaint investigation has not identified any manufacturing defects; therefore, corrective action is not warranted at this time. Conmed corporation is considering this complaint closed.

Event description:
It was reported to conmed that, "530 - " (clip) doesn't stay on tissue. They (clips) were all retrieved with graspers."" It was also reported that there was no patient injury.